Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. On the morning of (B)(6) 2019, the customer was discovered to be unresponsive by an individual in the home. This individual administered sugar under the tongue, started CPR, and paramedics were called. Paramedics administered glucagon and continued CPR; however customer could not be revived. Per the customer¿s mother, the pump was accidentally discarded by the paramedics and is not available for evaluation. There is no pump data available after initial setup of the pump. Per death certificate, cause of death was due to klippel-trenaunay-weber syndrome, other significant contributors were type 1 diabetes, hypertension, dyslipidemia, diabetic ulcer of left mid-foot, asthma-copd overlap syndrome, and chronic kidney disease stage 3.